Manufacturer narrative:
The reported event was not confirmed as the complaint sample was not available for evaluation. DHR was not reviewed, as the complainant did not provide a lot or job number. As of the date of this report there have been no (zero) similar events reported for this product. Greatbatch will continue to monitor the trends. Complaint information was provided by (B)(6).

Event description:
User facility believes the new continuum drill guide is not able to be sufficiently cleaned and sterilized with the incorporated moving parts. The reported event did not occur during a procedure or have direct patient involvement. Customer did provide any additional information regarding the incident and no further information is expected.

Manufacturer narrative:
(B)(4).